Event description:
On january 3, 2024, a reporter for the lay user/patient contacted lifescan (lfs) USA, via web form alleging that the patient¿s onetouch ultra test strips (accompanying meter not known) were reading inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on information initially provided by the reporter as the reporter could not be reached to obtain additional information about the alleged event. The reporter advised that at an unspecified time on december 31, 2023, that the patient ¿opened¿ the bottle of onetouch ultra test strips to monitor blood glucose and that throughout the day, reportedly obtained blood glucose readings in the ¿200-300 mg/dl¿ range. The patient is reportedly type 1 diabetic and manages their diabetes with insulin (unspecified type and dose) and it was reported that in response to the alleged elevated readings, the patient had been administering insulin ¿all day¿. The reporter advised that on january 01, 2024, they found the patient ¿unconscious and convulsing¿ which they attributed to ¿high blood sugar¿ based on elevated readings allegedly obtained with the onetouch ultra test strips. The reporter stated that the paramedics were contacted and reportedly tested the patient¿s blood glucose using their own device, allegedly obtaining a reading of ¿27 mg/dl¿. It is not known what treatment was administered to the patient by the paramedics. Due to being unable to reach the reporter to obtain additional information, it was not possible to perform troubleshooting of the alleged inaccuracy issue. It is not known if a compatible meter was being used with the subject test strips. It is also not known if the patient was using an approved sample site to obtain the results, if the unit of measure was set correctly on the device or if the patient was following the correct testing procedure. Furthermore, it is not known if the test strips had been open beyond their discard date, if they had expired, been stored correctly or if the test strip vial was intact. This complaint is being reported because the patient reportedly developed symptoms indicative of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged elevated readings obtained with the subject test strips.